Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, and 90% stenosed distal right coronary artery. A 1.5 x 15 mm mini trek was being used for pre-dilatation; however, the balloon ruptured at 12 atmospheres during the second inflation. There was slight resistance during advancement. A non-abbott balloon was used for pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, rinato, inflation: boston. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.